Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 410 mg/dl at the time of admission. The customer reported they were not feeling good from their high blood glucose. It was also found the customer's high blood glucose occurred after being prescribed new steroid medications. Customer was treated with a manual injection and released. Customer's current blood glucose was 346 mg/dl. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. Customer also declined to check for site and insulin issues. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.